Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomaly noted during testing. Insulin pump functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that they experienced high blood glucose level of 470 mg/dl. Customer states they are unable to exit the "load reservoir" process. Customer did not experience any symptoms related to high blood glucose. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.